Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30-dec-2025, a sales representative reported via email that the tips of two ar-3636h self bunching 1.8 knotless hip fibertak soft anchors broke off in the patient. The case was completed using more anchors. This was discovered during a hip labral repair procedure on (B)(6) 2025. Additional information was received on 02-jan-2026: during the procedure, both ar-3636h self-bunching 1.8 knotless hip fibertak soft anchors broke off while being advanced, initially by hand and then with mallet tapping. The tips of both inserters became lodged in the bone and remain in the patient. The surgery was completed using additional ar-3636h self-bunching 1.8 knotless hip fibertak soft anchors. The event resulted in a one-hour surgical delay and one hour of additional anesthesia.